Event description:
A caller reported a malfunction on the pump, identified by malf 5, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The technical support team provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reoccurred. The caller acknowledged and understood the instructions.